Manufacturer narrative:
(B)(4). Date sent: 5/4/2026. D4: batch # 232d34. Investigation summary: the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections of the returned device. Visual analysis of the returned sample determined that the cdh25p device was received the handle shroud partially opened of the battery area. However, no conclusion could be reached on what cause the handle to partially open. The washer was present, uncut and there were staples present in the device. No battery was received. The tissue compression scale backlight did not turn on when the battery was inserted. Due to the condition of the device no functional test was performed and we are unable to investigate further the event reported of cutting issue. The device was disassembled to verify the condition of the internal components and the bulkhead contact from the left side was noted to be damaged. In addition, marks and damages on the bulkhead shroud were noted. No further functional testing could be performed due to the condition of the device. In addition, a tyvek returned along with the device. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, it should be noted that when insert the battery pack, aligning the release tabs with the slots situated on the back of the device. Ensure that it is completely engaged; a clear click sound will confirm it¿s properly secured, and the backlight of the tissue compression scale will glow. Device history review: a manufacturing record evaluation was performed for the finished device batch number 232d34, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/14/2026. This is an analysis of a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a device from top view on the its sale unit with a washer uncut, a battery installed and the safety engaged. According to the washer uncut is possible that the device is unfired and no damages were observed on the device based on the photo the event described cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.

Event description:
It was reported that during the cytoreduction procedure the stapler did not make the cut, stapled and did not cut. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 3/31/2026. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? The lot/batch number provided c9evbt has been revised for the product code cdh25p, however, our system does not identify the lot/batch number for this product code. Could you please provide the correct lot number? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.